Manufacturer narrative:
UDI no. - not yet required. The actual device has been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the catheter became stuck in the sheath. Follow up communication with the user facility confirmed the following information: the sheath was used during a stemi along with a 6fr. Jr4 guide catheter; the catheter became stuck in the sheath and broke off; access was gained on the other side; the guide catheter was able to be retrieved; the sheath was removed and appeared to be kinked at the hub and twisted at the distal end; the procedure was completed successfully; and the patient was reported as doing fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. A visual examination revealed the sheath had two large kinks and the distal end was twisted and flattened. No other visual defects were observed. The catheter was broken in two pieces and also heavily damaged along its length. The guidewire was trapped inside the proximal portion of the catheter with damage noted at its tip. The retention samples from the reported lot as well as the surrounding lots manufactured confirmed there were no visual defects. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined it is likely that the sheath may have come into contact with scar tissue, calcification or difficult anatomy that caused it to become damaged and to kink. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.